Manufacturer narrative:
D9 - date returned to mfg: 27-jan-2026. H3: one device was received for analysis. Service history review identified that the device had not been in service for the past 12 months. The customer issue was not duplicated as the occlusion alarms triggered as normal. The root cause of the customer issue was attributed to corrupted primary data. The main printed circuit board (pcb) was replaced as a preventative measure.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Event description:
It was reported that the pump exhibited an alarm and under delivered. The syringe was still full of medication. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.